Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes obesity, new onset atrial fibrillation with acute pe (pulmonary embolism) requiring ventilator support, recurrent bilateral pe despite anticoagulation therapy and pulmonary infarction. The indication for placement was for prophylaxis of pulmonary embolism. The filter was deployed below the inferior right renal vein. The patient tolerated the procedure well. At the time an ultrasound revealed a 1.6 cm gall stone. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, tilt, perforation of the ivc and into surrounding tissue/organs, fracture of one or more of the filter struts and the filter is unable to be retrieved. A CT scan, seventeen years post implant, was re-evaluated approximately seventeen years after the implant. The images revealed that the superior end of the cordis trapease filter was at the l1-l2 interspace. The ivc filter was not tilted at the superior end. The ivc filter was tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9 mm. One (1) anterior strut perforates the ivc wall 6 mm and resides within the soft tissues. Two (2) medial struts perforate the ivc wall 6 mm and 5 mm and reside within the soft tissues. There was one (1) medial fractured strut. One (1) posterior strut perforates the ivc wall 4 mm and resides within the soft tissues. There was one (1) posterior fractured strut fragment that perforates the ivc wall 9 mm and contacts the l3 vertebral body. Two (2) lateral struts perforate the ivc wall 3 mm and 5 mm and reside within the soft tissues. Per the patient profile form (ppf), the pa6tient reports filter tilt, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and fracture. The patient further reports anxiety and sleeplessness. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety and sleeplessness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of obesity, new onset atrial fibrillation, recurrent bilateral pulmonary embolism (pe) despite anticoagulation therapy and pulmonary infarction. The indication for placement was for prophylaxis of pulmonary embolism. An ultrasound revealed a 1.6 cm gall stone. Nine days prior to the index procedure, the patient presented to the emergency room (ER) not feeling well and having lost consciousness/passed out for an unknown period of time. She was found to be in atrial fibrillation with rapid ventricular response at a rate of 114. While being observed in the ER the patient went into a complete heart block with asystole for about ten seconds. She had a second episode for twelve seconds. A temporary pacemaker was placed. An echocardiogram showed left ventricular hypertrophy. The next day the patient became diaphoretic syncopal, hypotensive with a systolic blood pressure down to 85. Her oxygen saturation dropped to 46%. The patient was intubated for hypoxic respiratory failure. A computed tomography (CT) scan revealed several large bilateral pulmonary emboli with a right lower lobe infarction. The patient began to progress; however, on the morning of the index procedure the patient experienced a stabbing pain on the left side of her chest. She began to cough up old blood. A CT scan revealed pe despite being on anticoagulation therapy. It was determined that a filter would be implanted. The filter was deployed via the patient's right common femoral vein. The filter was placed below the inferior right renal vein. The patient tolerated the procedure well and remained in stable condition after the procedure. Computed tomography (CT) scans done seventeen years and one month after the index procedure were re-evaluated approximately seventeen years, four months and 2 weeks after the index procedure. The images revealed that the superior end of the cordis trapease filter was at the l1-l2 interspace. The ivc filter was not tilted at the superior end. The ivc filter was tilted posteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9 mm. One (1) anterior strut perforates the ivc wall 6 mm and resides within the soft tissues. Two (2) medial struts perforate the ivc wall 6 mm and 5 mm and reside within the soft tissues. There was one (1) medial fractured strut. One (1) posterior strut perforates the ivc wall 4 mm and resides within the soft tissues. There was one (1) posterior fractured strut fragment that perforates the ivc wall 9 mm and contacts the l3 vertebral body. Two (2) lateral struts perforate the ivc wall 3 mm and 5 mm and reside within the soft tissues. Thrombus within the ivc or filter could not be evaluated on this non contrast study. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs and fracture (broken pieces, one medial fractured strut, one posterior fractured strut fragment perforated the ivc wall 9 mm and contacts the l3 vertebral body). The patient continues to experience worry and sleepless nights. Although the initial legal brief states that the filter was unable to be retrieved, the ppf states that there has been no attempt to remove the device.

Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fractured and was associated with perforation of filter strut(s) outside the inferior vena cava (ivc) and into surrounding tissue and/or organs. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture, ivc and organ perforations and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The trapease vena cava filter is designed for permanent implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter strut(s) outside of the inferior vena cava (ivc) into surrounding tissue/organs, fracture of one or more of the filter struts and the filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The form states that the device was unable to be retrieved, but no documentation of any attempt to remove the device was provided.